Manufacturer narrative:
Correction: b5 - corrected b5 to indicate that the rv lead was capped. It was previously reported as explanted.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
Correction: updated b1, b2, and h1.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.